Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. . The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm in the left internal carotid artery, the coil detached during repositioning. The implant was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.

Manufacturer narrative:
The implant, pusher, introducer, and microcatheter were returned for analysis. Investigation into the returned components found the introducer to be in good condition and without damage. Review of the body of the microcatheter found it to be intact and without damage. As received, the coil was found to be protruding from the distal end of the microcatheter. The implant was found to have a kink in the distal loop. The pusher was still within the microcatheter. After removal of dried blood, the pusher was pulled from the catheter. The pusher was found to be detached from the implant. The pusher was found to be compressed and damaged at the distal end. The implant was found to be stuck within the body of the microcatheter. The monofilament was extracted for analysis. The filament was found to have a stretched tail. This profile is historically indicative of a unit that was stretched to the point of detachment. The implant was excised for analysis. The markerband was found to be slightly askew in the microcatheter and proximal coil loops deformed. The root cause of the reported failure is due to the markerband/proximal coil winds becoming misshapen and lodged within the microcatheter. The root cause of that damage cannot be determined based on the supplied information. No damage was noted on the microcatheter that would have resulted in the stuck positioning of the proximal end of the coil.